Event description:
At about 9 years and 9 months from the primary, the patient came in presenting pain and the cause is unknown. The surgeon revised the liner, the head and the stem. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 12 december 2025. Stem: amistem h 01.18.134 amistem-h std. Size 4 (k093944) lot 155229: (B)(4) items manufactured and released on 23-dec-2015. Expiration date: 13-dec-2020. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Ball heads: mectacer 01.29.202 mectacer head biolox delta dia.28 12/14-m (k112115) lot 150449: (B)(4) items manufactured and released on 06-aug-2015. Expiration date: 30-jun-2020. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Liner: versafitcup dm 01.26.2858mhc double mobility hc liner d 28/dmi (k092265) lot 150130: (B)(4) items manufactured and released on 22-apr-2015. Expiration date: 29-feb-2020. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue